Manufacturer narrative:
At this time, the lead remains capped and implanted. If the lead is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had noise that was oversensed, and there was an out of range impedance value that triggered a lead safety switch. The rv lead was surgically capped, and the device was explanted and replaced. No additional adverse patient effects were reported.